Event description:
It was reported that over the course of the pt¿s stay, bodily fluids permeated the cover and eventually made its way through the mattress cover and into the air bladders with a very bad, almost unbearable odor. It was reported that the cover was washed but the foam and air bladders were unable to be cleaned or aired out to satisfaction. Allegedly upon inspection it has been recommended that the mattress be immediately disposed of due to the condition and odor. There was pt involvement but no adverse consequences were reported.